Event description:
It was reported that during withdrawl of the deflated pta balloon catheter through a long introducer sheath the catheter got stuck & the distal tip detached. No pt injury or medical/surgical intervention required.